Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ sensation increase/decrease: unable to observe as it is not related to the device. ¿ skin rash/dermatitis: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported sometimes has a pulling feeling, patient also has a rash on the body. Subsequently, healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced with a non-allergan device

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported sometimes has a pulling feeling, patient also has a rash on the body. Subsequently, healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported sometimes has a pulling feeling, patient also has a rash on the body. Subsequently, healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: increase/decrease: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. /skin rash/dermatitis: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.